Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue on the pump. The reporter indicated that the battery compartment was cracked. There was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life prior to the complaint date. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The sleep current draw was found to out of specification. The pump case was removed and there was evidence of additional moisture inside the pump on the transceiver board. The board was unplugged and the current draw levels returned to within specification. There was a high current draw level due to internal moisture damage. (B)(4).